Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the distal end cover was damaged and deformed, the bending section cover glue was separated, the connecting tube was dented, the control unit mount was damaged, angulation of the control unit was reduced, the control unit had play, and the switch box had a short cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion tube of the evis exera iii bronchovideoscope was damaged. Brushing through the channel was not possible and there was resistance. The issue was found during preparation for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and foreign material was found stuck inside of the mount. The report is being submitted due to foreign material in the mount found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; it was presumed that accessories used at the previous procedure or cleaning brush used after procedure/at inspection prior to use was partially broken which clogged in the biopsy port. However, a further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) of the subject device states not to suction solid matter or thick fluids, and how to handle device when they are suctioned as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.